Event description:
Customer stated they had an issue with discrepantly high hba1c results. They reran all results from the night before that had an hba1c greater than 10%. Thirty-three hba1c samples were repeated the following day on (B) (6) 2009, the following twenty-one results were found to be discrepant: patient 1, initial 13.6%, repeat 6.0%. Patient 2, initial 11.6%, repeat 7.8%. Patient 3, initial 10.8%, repeat 5.7%. Patient 4, initial 12.0%, repeat 7.2%. Patient 5, initial 13.7%, repeat 5.8%. Patient 6, initial 10.6%, repeat 5.8%. Patient 7, initial 10.0%, repeat 6.4%. Patient 8, initial 10.7%, repeat 6.5%. Patient 9, initial 15.6%, repeat 5.9%. Patient 10, initial 10.5%, repeat 7.9%. Patient 11, initial 11.4%, repeat 7.4%. Patient 12, initial 10.7%, repeat 5.7%. Patient 13, initial 10.5%, repeat 8.4%. Patient 14, initial 12.0%, repeat 6.3%. Patient 15, initial 10.5%, repeat 5.7%. Patient 16, initial 13.7%, repeat 6.2%. Patient 17, initial 11.2%, repeat 5.9%. Patient 18, initial 14.1%, repeat 7.1%. Patient 19, initial 13.1%, repeat 6.2%. Patient 20, initial 12.0%, repeat 6.5%. Patient 21, initial 14.1%, repeat 6.6%. Customer stated they submitted corrected reports for those patients that had lower hba1c results but did not know if any patients were treated based on the initial high results that were reported. The customer does not have access to this information.

Manufacturer narrative:
The field service representative determined a clot in a sample probe was the cause and changed out the sample probe. Analyzer operation verified by performing and passing quality control and check test.